Event description:
Reportedly, the surgeon switched from a blue to a green loading unit. After firing, he saw the clips did not form properly. The surgeon had to convert from an lar to a colostomy. Procedure: low anterior resection.